Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested: what part broke off of the device? Is the broken part being returned with the device? (B)(4).

Event description:
Received as user facility medwatch form, (B)(4) advising during a laparoscopic sigmoidectomy and takedown of colovaginal fistula procedure; during the transection of dense adhered tissue, a piece of the device broke off inside the patient and was retrieved. There was no evidence of retained material noted by exploration. It is not known how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #m91h8a. Corrected manufacturing and expiration dates the device was received with the I-blade upper tip broken lifted and the upper jaw detached not returned. The device was connected to the generator and it was recognized. Because the jaw was detached and the I-blade was damaged not all functional testing could be performed with the generator. The condition of the I-blade and the jaw prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.